Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing x-rays immediately after the procedure to confirm placement, and inadequate fixation have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, the patient picking or touching the wound, and the patient having contraindicating conditions have been ruled out. However, the commercial team member reported some of the device may not have been kept circular in the coil which caused erosion. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6, includes the following statement: "tie two non-absorbable sutures to permanently form the receiver coil. Tuck the end of the receiver coil underneath the coil to avoid protruding edges. This may mitigate potential pocket complications associated with erosion." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to non-compliance to the IFU as the end of the receiver was not tucked under the coil (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion at the incision site near the coil. An explant procedure was performed on (B)(6) 2024, a new neurostimulator was implanted, and the patient is receiving therapy.